Event description:
It was reported that an ilet bionic pancreas arrived with a cracked touchscreen along the right side, though the device remained functional; the device was not used for training due to the damage, and a replacement was arranged, with the issue categorized as a fracture of the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and collection of information, as well as receipt and inspection of the returned device. Investigation of this case revealed a hardware cosmetic and functional integrity issue consistent with screen delamination, with no performance alerts observed during the event. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the display assembly.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.